Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted omental adhesions to the mesh, which was infected. It was reported the patient experienced adhesions, abscesses, a persistent sinus tract, chronic infection and intractable abdominal pain. No additional information is provided.